Event description:
Routine complaint investigation when a consumer reported receiving a reading of 466 mg/dl on the precision xtra blood glucose meter then subsequently sustained a hypoglycemic episode that necessitated admission to the hosp. There is no info available at this time on the time frame between obtaining the glucose value on the precision xtra blood glucose monitor and the time the customer sought treatment from the hosp. No report of death was associated with this event.